Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield infinity skull clamp (a1114) was received with the lock having rotational and lateral movement and a residue buildup is present. The unit needs repair and replacement of worn parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years (manufactured in 2013). The reported complaint was confirmed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking pin of the mayfield infinity skull clamp (a1114) was not working properly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.